Event description:
Overdose reported, no patient consequence.500ml of solution starting out; 61.5ml to be infused in 20 minutes, then 12.3ml/hr thereafter. The infusion was finished in 3 hours, when it was expected to run for 35 hours.more information is needed to investigate this issue fully.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was reviewed and cannot confirm events described in complaint. The investigator compared between volumes recorded in the log data and calculated volumes and he founds that the calculated volumes correspond at recorded volumes in the data log. The reported device was received at brézins for investigation. During visual check, it was found that the device was received with painted door. Several tests (flow rate measurement at 12, h ml/h and at 190 ml/h) were performed. The accuracy flow rate was found compliant compared to IFU specifications. Therefore the reported event could not be reproduced which confirms that it was not an accuracy issue. The reported event is not confirmed as the device was tested and performed as specified. No technical cause could be identified compared to the compliant as nothing was detected during testing and investigation. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.